Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: when using an alkaline battery with the corresponding pump setting, near the end of the battery life but prior to any low/replace battery alarms, the patient's blood glucose (bg) elevates. The high bg then responds to injections. The issue has not been noticed with when a lithium battery is used. This complaint is being reported because the issue is not resolved.